Manufacturer narrative:
The company service rep examined the system and replaced the fluidics module. The laser footswitch was broken and replaced. No system messages were found in the event log. The system was then tested and met all product specifications. The parts have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported fluid was coming out around the laser. The bss bottle drained to about half its volume. There were system messages displayed. Additional info received from the nurse stated the event occurred during set up. The system was switched out to proceed with the cases. No pt injury was reported.